Event description:
It was reported to philips that the device had a touchscreen issue. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.

Manufacturer narrative:
The customer indicated the display backlight was not working and requested onsite service. The customer canceled the onsite service request, and attempts are being made to confirm repair details.

Manufacturer narrative:
Attempts have been made to retrieve additional information regarding patient involvement without success. Attempts have been made to retrieve additional information without success.